Event description:
On (B)(6) 2013, the lay user/patient called lifescan (lfs) (B)(4) in response to a follow up letter she received from lfs regarding (B)(4) (battery indicator issue). During the follow up conversation with the onetouch verioiq was reading inaccurately low. The complaint is classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue inaccuracy issue began on (B)(6) 2013, sometime in the morning. On an unspecified date, she stated she observed ¿low results¿ but could not recall specific readings. The patient stated she manages her diabetes using novolin/toronto via an insulin pump ¿two types (regular and rapid), one is used with the pump and the other is available in an emergency situation. The patient reported that she increased her food/drink intake and reduced her insulin dose (unknown amounts) in response to the alleged low reading. The patient claimed that approximately 4 days later, she developed ¿high blood sugar symptoms of ¿feeling thirsty, weak and had blurred vision.¿ the patient stated she went to the hospital on (B)(6) 2013 (in the morning) and the duration was 4 days. She reported that her blood glucose was tested at the emergency room (ER) using an ER meter and the result was ¿around 38.0 mmol/l.¿ the patient was treated with insulin via IV (10 units/hour) and underwent dialysis treatment. She reported that her symptoms abated after an unknown time. The patient reported that she went to the hospital a second time near lunchtime ¿ the duration was 6 days, the date was unclear. She was reportedly treated with magnesium/potassium via IV. She stated she also received ¿another electrolyte¿ via IV, but could not specify further. She did not specify the reason for the subsequent hospitalization. At the time of troubleshooting, the csr noted the meter was not being used for the first time. The unit of measure was set correctly. The test strips being used at the time were however expired. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claimed she received inaccurate low result(s) on the subject meter, reduced her insulin and food intake in response to the alleged result(s) which caused her to develop hyperglycemia that required treatment by a healthcare professional.